Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection during the trial phase of the implant. The percutaneous extension was removed and the physician was concerned that he may have left a fragment in the patient. Additional information was requested.